Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door latches were clicking. A field service engineer arrived at the station, unlocked the cabinet and the e compartment, and removed the latch column. The engineer disconnected the harnesses from the micro switches, cleaned the contacts, and tightened the harness connections. After reconnecting the harnesses to the micro switches, the latch column was reinserted, and both the e compartment and the cabinet were securely locked. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door latches was clicking. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.